Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
Lot number, expiration date, and manufacturing date were updated. An event regarding packaging damage involving a v40 fem head orthinox 28+4 was reported. The event was confirmed. Visual inspection confirmed the inner blister pack was damaged. . A device history review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. A review of the complaint history database shows that there have been no similar reported events for the subject lot code. The investigation concluded that the inner projection portion of the inner blister pack was broken. A non conformance has been raised to further investigate the issue.

Event description:
It was reported that, during a tha, when a surgeon picked the head up from the blister pack, he noticed the boroken projection portion (internal head taper of blister). The outer blister pack had no problem so he used the head as-is.

Event description:
It was reported that, during a tha, when a surgeon picked the head up from the blister pack, he noticed the boroken projection portion (internal head taper of blister). The outer blister pack had no problem so he used the head as-is.